Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had seroma or hematoma at the left buttock. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received indicating that the patient's seroma was not caused by the device. The patient ended up undergoing an explant procedure where all the devices were removed. The explanted device will not be returned to bsn.

Event description:
A report was received that the patient had seroma or hematoma at the left buttock. The patient will undergo an explant procedure. No device malfunction was suspected.